Event description:
It was reported that the leading haptic of the preloaded monofocal intraocular lens (iol) was detached. No further details provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that "d4" field for the catalog number was inadvertently populated with dib00i0235-12 on the initial MDR. Therefore, the information is being corrected in this supplemental MDR report as per the following: section d4: catalog number: dib00i0235 additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on the photograph provided by the customer. Displayed was an implanted lens where the haptic is completely detached from the lens. No further photographic evaluation can be performed. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was received, and the following corresponding fields are being updated: section b5 describe event or problem: it was confirmed that the lens did not remain implanted, it was replaced. Section h6 health effect - impact code: 4631 - more complex surgery all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.